Event description:
On 11/29/2007 there was a report that a device would not power on during a rescue attempt. Review of the electronic history file indicates that immediately following power on, a service code was reported and the device powered off. Additional review of the electronic history file identified that on 1/10/2007 and 7/19/2007, the device was powered on, reported a service code message and power off. No details are available for these two power on sequences. The end customer noted the possibility that the device may not have been properly maintained prior to use. On original date, rescue attempt, it was reported that the pt did not survive.

Manufacturer narrative:
Evaluation: the electronic history file from the actual device involved in the incident was evaluated, the actual device was not returned. Based on the electronic history file evaluation, the service/ maintenance of the device was not followed according to the manufacturer's recommendations. Without further info additional evaluation results cannot be determined.